Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The data logs were reviewed by the manufacturer's technical support specialist with no issues found. The fsr completed the inspection and release testing successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was displaying data intermittently. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.